Event description:
In 2009, the patient reported experiencing elevated blood glucose and e4 (occlusion) errors. She stated that she began using the infusion device 4 weeks ago and she had no issues with her first infusion site. The second infusion site was in use for 1 day and she received an e4 error. When she removed the infusion site, she found that the cannula was bent at an angle. She changed the infusion site and had no further issues until the following week. Her blood glucose elevated to over 500 mg/dl and she felt like she was going to vomit. She treated elevated blood glucose by injecting insulin every 2 hours until her readings returned to normal. She changed the infusion site and found that the cannula was bent at an angle. She began using an infusion set insertion device and she continued to experience e4 errors and elevated blood glucose. She injected insulin to lower her blood glucose. She stated that she is not able to use infusion sets with a straight insertion. She began using a different type of infusion set with an angled insertion and her blood glucose returned to normal (129-159 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. Product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.